Event description:
Acct. Reports that the "plug was reportedly herniated when the leuer lock cannula was removed following an intermittent infusion". No pt. Injury reported. No further info available.